Event description:
Laser testing done and passed before case. When surgeon used laser @ 3000 joules inside left knee fiberoptic fired out of fiber onto mayo stand and through drape and gown of scrub tech burning left arm causing a 2mm burn/wound.